Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure the patient expired. The target lesion 1 (13mm long) was located in the mid left anterior descending artery (mid lad) with 75% stenosis; and a reference vessel diameter of 3.5mm. The lesion was non tortuous and mildly calcified. The target lesion was treated with pre-dilatation and placement of a 3.50mm x 16mm study stent with post dilatation. Residual stenosis was 0%. At post procedure, the patient was noted to have elevated cardiac enzymes. This was reported and adjudicated by the clinical events committee (cec) as unconfirmed. The patient was discharged the next day on aspirin and plavix. During the five year follow-up period, it was reported to the facility by a family member that the patient expired in 2006 due to a myocardial infarction (mi). The exact date of death is unknown. The physician noted that it was unknown if the event was related to the device. No further information is available.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.